Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was error code 43639 with a red screen. No additional information was provided.

Manufacturer narrative:
D4 - primary UDI number: correction d9: date returned to mfg.: 3/14/2025 d3 - mfg establishment name, h3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "the device had error code 43639 with a red screen¿ was confirmed, and the motor and board were replaced to resolve the issue. The probable cause was damaged flex circuit. The device showed signs of physical damage. During visual inspection, a scratched lens, a broken battery door, and a delaminated downstream occlusion (dso) seal were found and were also replaced. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.